Event description:
It was reported that the maryland bipolar forceps instrument cable was defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley. Visual inspection found the wire to be exposed. Additionally, the instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. The instrument delivered energy without any issues on three of three attempts and there were no signs of thermal damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.